Event description:
To summarize this event, in 2009, a 36mm amplatzer septal occluder (aso) was implanted. The defect measured 26mm by tte and 32mm by tee. A 36mm aso was placed; however, the device embolized after the device was released from the delivery cable. An attempt to remove the device percutaneously was unsuccessful, and the patient was sent to surgery for device removal and closure of the atrial septal defect. The patient was noted to be recovering uneventfully.

Manufacturer narrative:
The cath lab report and a photocopy of implant images were received at aga; however, these provided little information as to the cause of the device embolization. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown.

Manufacturer narrative:
The 36mm amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections.

Event description:
In 2009, a 36mm amplatzer septal occluder was implanted successfully; however, the device embolized after the device was released from the delivery cable. The patient was sent to surgery for device removal and closure of the atrial septal defect. Additional information has been requested, including imaging of the implant procedure, patient's information, cath lab report and operative note, but has not yet been received. Should additional information become available, a supplemental report will be filed.